Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse verified the operation of all instrument parts of the instrument and replaced the wash separation manifold and aspiration syringe. The cse performed a decontamination procedure and verified the instrument operation by running controls and retesting patient samples. The cause of the discordant, (B)(6) result is unknown. Instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, (B)(6) antibodies to (B)(6) result was obtained on a patient sample, known to be (B)(6), on an advia centaur xp instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated on the same instrument, an alternate advia centaur xp instrument, and a liaison instrument, resulting (B)(6). Another sample obtained from the patient was tested on an advia centaur cp instrument, resulting (B)(6). The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant (B)(6) result.

Manufacturer narrative:
The initial MDR 2432235-2017-00471 was filed on august 09, 2017. Additional information (09/22/2017): a siemens headquarter support center (hsc) specialist reviewed the service information. Hsc concluded that hcv is a small sample volume assay. The negative discordant result indicates that the sample was not dispensed, which can be caused by a defective sample syringe or the sample probe to cuvette bottom not being properly aligned. In this event the syringe was replaced which may have been the cause of the sample non-dispense, however, this could not be confirmed.